Manufacturer narrative:
(B)(4). The device was returned fully clip-deployed and the sheath was torn approximately one inch from the distal end. This indicated that the garage leaves of the delivery tubeset became disrupted and punctured into the sheath as the tubeset was being distally advanced while deploying the thumb advancer. A long piece of the sheath was shredded, but not detached. The observed damage could contribute to the reported difficult device removal and the reported experience is confirmed. However, as reported, we found the device was properly removed with the aide of the access ports as instructed in the instructions for use. Based on our investigation, the probable root cause for the torn sheath is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. The garage leaves of the tubeset became disrupted, punctured, and shredded the sheath as observed. A torn sheath could interfere with the clip deployment and device removal. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The access ports and safety release were used to help with the device removal. Hemostasis was achieved with 15 minutes of manual compression. After the device was removed from the anatomy, the sheath split was found to be incomplete and bunched at the end. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.